Manufacturer narrative:
Implant regio 45 fractured. Construction was a bridge placed on 2 implants. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: inhomogeneous mechanical overloading on the implant. And patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.